Manufacturer narrative:
D10: 02-012-44-3513 - logic tibia implant psc insert, sz 3.5, 13mm (B)(6) 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5 (B)(6) 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t (B)(6) 200-02-38 - three peg patella 38mm (B)(6). H3: this complaint event was received via kroll claim (claims received as part of a financial restructuring process, managed by kroll, llc). All available event and product information was collected at the time of claim intake; no further information is available or expected. Due to the limited information, this complaint event cannot be further investigated or confirmed, and a definitive cause cannot be determined. Potential product, patient, and/or user-related contributing factors cannot be definitively determined. There is no indication within the available information that a new or unexpected failure mode or harm/adverse event type has occurred or that the benefit-risk analysis for exactech products has been altered; therefore, no further risk analysis will be performed. However, this event will be included in complaint trending. Complaint trending and actions will be taken as required upon detection of any trend signals. No further action or escalation will be taken at this time concerning this reported event. Should additional, relevant information be received concerning this event, the complaint investigation will be re-opened and actions taken as appropriate. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a party stated that following her total knee replacement surgery, she developed a cyst at the back of her leg which has been painful. Additionally, they indicated they had a knee replacement that is defective, but did not cause any issues. A knee replacement with another surgeon was indicated. No further information available.